Event description:
It was reported that during a ptca procedure, while advancing the dilatation catheter over another company's guide wire, an object was noticed on the guide wire which turned out to be the balloon catheter tip. The tip was reported to have come off the catheter. The balloon catheter was not used on the patient.